Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient stated "I am to call you because I have one of those defective leads". The patient also stated that he had his lead removed. Follow up contact confirmed the lead was replaced prophylactically. The physician's office could not find any notes indicating any issues with the lead. No patient complications have been reported as a result of this event.